Event description:
It was reported that the pump touch screen was unresponsive and did not function most of the time. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.